Event description:
It was reported that the insulin pump was exposed to moisture from sweat and possibly humidity. The blood glucose reading was 335 mg/dl. The customer stated that the keypad on the device started to fade and that she could not see any options on the screen. She noted that she could still see the time and the available battery life. The customer stated that she would treat with an insulin pen. She observed condensation in the display screen. She also reported that she had bumped the device against a desk, although not very hard. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with moisture damage on the lcd board, minor scratches on the lcd window, cracked reservoir tube lip, and stained adress/serial number label.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.